Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0rn4u, implanted: (B)(6) 2015, product type lead; product ID 3889-28, lot # va0rn4u, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that a patient went into atrial fibrillation during an advanced trial procedure, which did not hinder the procedure from being completed. She was sent to the post-anesthesia care unit to be monitored and was subsequently sent to the emergency room for medical attention. The patient was administered medication for her atrial fibrillation and was discharged. The following day the patient was doing well and feeling great.